Event description:
According to the pt's spouse, by phone: the graft was implanted (reason for implant unknown at this time) in 1997. Around early 2003, the pt started experiencing episodes of extreme abdominal pain and was physically doubled over and unable to walk by themselves during these episode. The pt also experiences extreme weight loss although, they eat plenty of food. The pt has a two year history of pancreatic cancer. Note: the exact incident date is unk.